Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2026 due to hyperglycaemia. Symptoms included feeling sick. The blood glucose level was 480 mg/dl with two plus positive ketones at the time of hospitalization, and the patient was treated with insulin injections, aspirin. The length of hospital stay was less than twenty hours. No further information available.